Event description:
The patient is a (B)(6), female, admitted to the medical center on (B)(6), 2010 for treatment related to a probable ovarian mass. On (B)(6), 2010, the patient underwent an exploratory laparotomy. A jackson-pratt drain was placed during the operation. On (B)(6), 2010, a nursing unit manager reported by phone that a physician attempted to pull the jackson-pratt drain from the patient's abdomen and the tube broke. The retained fragment retracted requiring surgical removal. The physician reported that she did not pull the drain any harder than usual for removing these drains. She has pulled many of them.